Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized. The customer¿s reported blood glucose level range was 42-500 mg/dl. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The information provided with the initial report was incorrect. The correct information has been included with this report.

Event description:
It was reported that the customer's blood glucose ranged from 42 mg/dl to 500 mg/dl.